Manufacturer narrative:
A ge representative evaluated the system and determined the rtos and gps were faulty. Parts on order. A final evaluation will be conducted once parts are received and replaced.

Event description:
Work station intermittently locks up. No patient injury was reported.